Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the lead. The patient had presented to the ER after receiving inappropriate shock. The lead will be revised.